Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: quantity of products involved? When was the suture broke off from needle (in the package, during removal from package, during handling or during use on the patient)? Please specify for each involved product. Procedure name? No further information provided or available at this time. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke off the needle when attempting to tie knot. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4), date sent to the FDA: 1/27/2022. H6 component code: g07002 no device return a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.